Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information unavailable. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). The system was not evaluated because there have been no issues in subsequent cases. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties with navigation. It was reported that the navigation system stopped navigating during a procedure. There was no reported impact on patient outcome. It was later reported that the site could navigate with the system in a later procedure, but were unfamiliar with the navigation system and had difficulties with setup and use.